Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was traveling in florida away from the original implanting center. The pt's wife reported that he was weak. The pt was emergently transported and was found to be "asystolic" under the paced beats and he was pronounced dead.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.